Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue and will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up / cannot run detect and treat testing due to functional issue) was isolated to shorted 5.4v, 1.8v, 12v, 3.3v, and 10.8v on the computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Upon further investigations, multiple components on the monitor's computer analog (ca) board and defibrillation board were thermally damaged. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.